Event description:
It was reported that three (3) large volume intermates leaked from the connection between the tube and pump. This was observed during preparation. The devices were only filled with glucose 100 mg/ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. A functional leak test was performed, and it was noted that there was evidence of a leak coming out at the solvent bonded junction of the tubing and stressmember near the upper area of the unit. The tubing outer diameter (od) and the stressmember inner diameter (ID) were found to be within specification. However, the tubing insertion depth was found to be inadequate (not deep enough) and therefore caused a leak. The reported condition was verified. The inadequate tubing insertion depth was due to assembly error (manufacturing). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.